Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the dimming function did not operate properly, resulting in halation and dark images. The issue occurred during preparation for use involving an olympus light control cable. There was no patient involvement.